Event description:
It was reported that in 2008, a senior intensive care specialist inserted a peripherally inserted central catheter (PICC) line in a male. The following day, a filament of spring wire guide (swg) was noted in a chest x-ray of the patient and this was attributed to the swg used in the PICC insertion. The patient was subsequently transferred to the hospital where a length of extremely fine swg was extracted by cardiac catheterization . A report was generated to the tga stating it appeared that the swg had been damaged or cut and in turn caused a potential issue upon insertion.

Manufacturer narrative:
Sample will not be returned for evaluation.